Event description:
The customer reported that a very tiny part of the small bowel was attached to the jaws of the device after the surgeon sealed the meso-appendix during a laparoscopic appendectomy. The surgeon removed the port and pulled out a portion of the small bowel for visual examination. A small charred portion was noticed on the bowel and was over-sewn by the surgeon as a result. The patient has fully recovered.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. No tissue stuck to the jaws as well. We were unable to confirm the customer's report.